Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation, an enlarged atrium, for a mitraclip procedure. During preparation of the device, the gripper on the tactile gripper could not be lowered during the initial check. The tactile gripper had risen earlier than the non-tactile gripper when they were both raised. The tactile gripper could only lower approximately 90 degrees when the gripper lever was down. The device was exchanged with another mitraclip. The procedure completed successfully with the implantation of a mitraclip. The final mr was grade 1. There were no reported adverse patient effects and no clinically significant delay.